Event description:
The clinic reported that a laser vision correction patient presented with blurry vision in left eye one day post treatment. At four days post treatment patient presented with corneal abrasion in left eye. It was stated that the patient experienced loss of best corrected visual acuity (bcva). Bcva right eye pre-op 20/25 post-op 20/20. Left eye pre-op 20/20 post-op 20/30. The patient complained that eye hurt.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.